Event description:
It was reported that a pump did not deliver blood to a pt. The device displayed that 325 ml of a blood product had been infused, however, the nurse observed that the IV bag was still full. It was also observed that the clamp was half closed and the pump did not alarm. There was no pt injury. The device was tested at the facility on (B)(6) 2013, per the preventive maintenance procedure and performed as expected. The customer stated that the device was put back into use and would not be returned to baxter.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. The baxter spectrum operators manual warns the user "the upstream occlusion detector may not detect partially occluded tubing. Always check to ensure the tv set's clamp is not closed above the spectrum pump."